Manufacturer narrative:
Three infusion tests ran at 400ml for a total of 20ml within specifications. A review of the pump's history revealed a continuous program of 400ml/h for a total of 20ml was programmed. When the program was started the "almost empty" alarm occurred because the infusion would complete in less than 30 minutes. The history shows the pump was stopped and started 4 times and then powered off.

Event description:
Undelivery reported. Rptr states no adverse reaction to pt occurred. No add'l info is available. Multiple calls for more complete info were made to the distributor without a call back received.